Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 15 (the critical block and inverse critical block did not add to zero) and pump error 23 (post-reset ram crc alarm), insulin pump had a communication issue with transmitter and mobile application. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for pump error alarm. Customer was able to clear the alarm, rewind the pump. Customer was advised to discontinue use of the device, and the pump will be replaced. No harm requiring medical intervention was reported. Mmt-1886 was requested, and customer response was the device will be returned.

Manufacturer narrative:
Unit passed the displacement test and self test. Pump successfully downloaded traces and history files using thump. No unexpected pump error 23 or pump error 15 alarms noted during testing, however pump error 15 (file number = 38; line number = 442) found in pump history/trace files on 01/02/2026 at 06:15:08.000. Pump error 23 confirmed in the pump history/trace files on 01/02/2026 at 06:15:10.000. Pump properly paired guardian link [3] transmitter. No unexpected alarms noted during testing. No communication anomaly noted. Unit calibrated with sensor and test plug. No calibration anomaly noted. No lost sensor alarms noted. Pump properly paired to minimed mobile app on a samsung s9 phone and apple iphone xs. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Sc1-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. Unexpected pump error 23 alarms confirmed in the pump history/trace files on 01/02/2026 at 06:15:10.000 as a result of an unexpected restart caused by pump error 15 alarm. Pump error 15 (file number = 38; line number = 442) alarm confirmed in the pump history/trace files on 01/02/2026 at 06:15:08.000 due to suspected hardware. Problem isolated to the electronic assemblies. Alleged no communication between pump and transmitter not confirmed during testing. No communication between pump and mobile device not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.